Event description:
Device 2 of 2. (Refer to manufacturer's report number 1627487-2009-00163 for device 1). It was reported, the patient's stimulation stopped. The patient programmer communicates with the ipg and the ipg battery is three quarters full. Physician to schedule x-ray of the system. X-rays taken prior to the revision showed the lamitrode lead was not in the ipg header. Testing of the lamitrode lead during the explant came back as invalid. The physician reported, the terminal end looked as though "it was missing a contact". The physician decided to replace the lamitrode lead and the ipg. It was reported that the lead was further destroyed at that point.

Manufacturer narrative:
Evaluation for device 2 of 2 (refer to manufacturer's report number 1627487-2009-00163-01 for the evaluation of device 1). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lamitrode lead was returned incomplete. One lead segment was discolored. Visually there was one broken wire in the paddle and the paddle has slight discoloration. As received, the terminal end electrode was missing from the lamitrode lead and was in the lower header port of the returned ipg. Functional testing was not performed since the lead was returned incomplete. Conclusion: the reported event that stimulation stopped was confirmed. As received, the terminal end electrode was missing from the lamitrode lead and the lead was not functional. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.